Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that she needed assistance with the bolus wizard on her mother's insulin pump. The patient's blood glucose at the time of incident was 393 mg/dl, which was treated with a manual insulin injection. At the time of call the mother's blood glucose was 421 mg/dl, and that, too, was treated manually. The daughter was assisted with programming the pump to receive the fingerstick meter readings. No products were shipped or returned.